Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the bifurcation stent graft was inserted from the right hand-side. Deployment was performed from below the renal artery to the ipsilateral side but due to severe tortuosity on the contralateral side, cannulation was difficult to advance. Approach from the contralateral side was abandoned. The main body stent delivery system was removed over the main body stent graft from the ipsilateral side, the device was caught with the snare from the contralateral femoral artery and via guidewire and the device was replaced with a stiff wire. The stent graft limb was implanted on the contralateral side. A type ia endoleak was detected and although touch up was performed repeatedly on the proximal side (via a reliant balloon), the type ia endoleak persisted. A cuff was then additionally implanted on the proximal side and ballooning was performed again. It was reported that the type ia endoleak eased but a mild dissection at the side of the proximal neck had also occurred. A type ib endoleak was also detected and the patient continued to be monitored. The patient was moved to the ICU, but the patient complained of abdominal pain. A CT and echo identified a type ib endoleak on either the left or right side. It was also stated that a dissection reached the external iliac artery on the left side, and it seemed to be caused when the snare was raised from the contralateral side. It was reported that the following morning a CT scan revealed that the that the endoleak was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional information received reported that the main body stent delivery system was removed over the main body stent graft from the ipsilateral side and the a snare was used to enable guidewire cannulation on the contralateral side.the wire was then replaced with a stiff wire after guidewire cannulation and the stent graft limb was implanted on the contralateral side. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the patient presented emergently on (b)6) 2021 complaining of pain. It was considered there was a possible type ia with rupture. Laparotomy was performed which exposed the aneurysm,the proximal device was blocked together with the main body under the renal artery. A blood vessel prosthesis was then implanted between the proximal bare stent and both distal limbs. It was reported the patient was recovering well after the intervention. Per the physician, after opening the abdomen and visually checking, it was concluded the event on (B)(6) 2021 was to most likely be due to a type ia endoleak. It was reported the laparotomy was performed at another facility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.